Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, a routine follow-up echocardiogram revealed a newly observed filamentous echodensity on the ventricular aspect of the aortic valve. It could not be determined whether the echodensity was a lambl's excrescence or a filamentous clot. The aortic leaflets did not open. A previous echocardiogram performed on (B)(6) 2016 demonstrated the aortic valve was opening intermittently and no vegetation was noted. As of (B)(6) 2016, the patient was reportedly doing well with no changes in their anticoagulation regimen. The only medication change made was an increase in the patient's enalapril dosage due to an elevated blood pressure and an increase in pulsatility index events. There were reportedly no signs of bleeding or lvad thrombosis and the patient's lactate dehydrogenase level had remained below 300 u/l.